Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she felt shocking. She had not been using the device for the last few months due to some heart issues she was having. When she turned stimulation back on she got a bad shock. Therapy was confirmed to be on. She was on program 3 at 5.1 volts and wanted to switch to program 2. Patient services assisted her to do this. Additional information later received from the patient reports that her heart issues was not related to the device or therapy. The patient had not notified the managing physician about her shocking and pain. The circumstances that led to her shocking and pain was the patient plugged in the unit after not using it for several months. Icons read 4.50. Placed antenna over neurostimulator and received a severe shock at the site. Steps taken to resolved the shocking and pain was turned off unit. Pain (10) lasted for 48 hours then lowered to a 5 for two more weeks. The shocking and pain had been resolved. The unit was turned off until she can contact doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient stated the implant burned out or whatever and she had shocking. The patient stated her previous battery was replaced because it burned out or whatever. There were no further complications that have been reported as a result of this event.